Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device worked for a very short time and then the blade stopped spinning. The physician made a small incision and removed the tissue. The current condition of the patient was reported as fine.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all (B)(4) release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03944. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The blade failed to rotate during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.